Manufacturer narrative:
Patient codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-nov-06, additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). Information reported the patient experienced an infected pump pocket so the system was explanted in (B)(6) 2019. Conflicting registration information indicates the system was replaced on 2019-nov-06. The reported environmental, external, or patient factors that may have led or contributed to the issue was "wheelchair bound". The issue was resolved at the time of this report. The pump contained compounded baclofen (unknown dose and concentration) and fentanyl (unknown dose and concentration). The patient's status was alive - with injury (specified; after pocket revision/move from abdomen to thigh, pocket became infected).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative (rep) regarding a patient who was receiving an unknown concentration of compounded baclofen at 100mcg/day, dilaudid at an unknown dose and concentration, and bupivacaine at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that there was pump pocket erosion. The entire system was to be explanted. The issue was not resolved at the time of the report. The explant was scheduled for (B)(6) 2019. The patient's status was noted as "alive-no injury." No further complications were reported.